Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported hypermobility be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review:a labeling review was performed and according to the ipp instruction for use document, glans hypermobile dorsally is documented as an adverse event. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient complained of hypermobility of the phallus stating that it hung too low for intercourse. The device was working properly and fully cycling, there was no malfunction detected. It is believed that during the previous surgery the dorsal ligament was inadvertently released. An inflatable penile prosthesis (ipp) replacement surgery was performed and the dorsal ligament was revised. The patient looked great at final outcome.